Event description:
It was reported the device exhibited a downstream occlusion sensor issue. Patient involvement is unknown.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: date of event is unknown.

Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the read housing to be damaged. A review of the event history log found a record of a ?downstream occlusion' alarm. Functional testing was unable to duplicate the reported problem. It was determined the most probable cause is the dso sensor. The dso sensor was replaced as a preventative measure. The service history review identified no indication that the complaint was related to a service of the device within the review period. G1,g2 email is: regulatory.(B)(6)